Manufacturer narrative:
The insulin pump passed displacement test, operating currents, selftest, off no power, unexpected restart error test, basic occlusion, occlusion, prime test, and excessive no delivery test. No failed battery alarm noted. Pump received button error alarm and intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. The insulin pump was received with scratched lcd window. The insulin pump was received cracked case display window corner. Pump received with cracked reservoir tube lip. Unit received with cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had button error alarm, failed battery test alarm, and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 11.3 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.